Event description:
The pt's mother stated that her son contacted her by cell phone and told her that infusion device was audibly "beeping" and displayed a "77" and "3.01" on the screen. She stated that the power pack was over two weeks old. She acknowledged awareness of the recall, but had not changed the power pack. As her son was in school at the time, she drove to his school and replaced the power pack in his infusion device, which corrected the problem. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned.

Manufacturer narrative:
No product will be returned for eval.